Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was noise in the image. The bending section cover, operation part, angle lever, up/down plate, right/left plate, black cover, and surface of the light guide cover glass had scratches due to external factors. The bending section cover adhesive was missing. The angle fixing part of the operation part was loose. The video connector, light guide connector, and video connector case may have been scratched due to external factors. The video connector was broken due to an external factor. The universal cord was difficult to remove due to handling (insufficient cleaning). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the endoeye flex deflectable videoscope presented a bad image. No patient injury reported. During the evaluation of the device, it was noted that noise was generated due to shaving of the electrical contacts of the video connector part and due to a breakage of the imaging cable which resulted in no image. This report is to capture the reportable malfunctions of noise was generated due to shaving of the electrical contacts of the video connector part and due to a breakage of the imaging cable which resulted in no image noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction of the image sensor unit, a board inside the video connector, or a malfunction on the system side. Olympus will continue to monitor field performance for this device.